Event description:
Reporter alleged obtaining blood glucose result of 219 mg/dl on inform system 1 and 44 mg/dl on inform system 2 within five minutes, while a lab produced a result of 38mg/dl within 15 minutes. The pt was treated with 1/2 of an amp of d50 based on a lab measurement, performed after the comparision. No treatment or actions were reportedly taken based on the meter comparisons. Reporter indicated quality control testing was performed and yielded values were within an acceptable range. Reporter stated the testing was performed in the hosp. A request was made for the return of the suspect device and replacement product was sent. Inform system 1: meter, comfort curve strip lot 549543, exp date 03/31/07. Info system 2: meter, comfort curve stirp lot 549543, exp date 03/31/07. The suspect device is comfort curve strip lot 549543.